Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump was not working. The customer had been experiencing high blood glucose; has treated with manual injections. Customer stated that he does seem to receive the bolus, but when he punched in a bolus nothing happened. Customer changed his set. Customer got his blood glucose down to 200's mg/dl with manual injection. Customer also had issues with low blood glucose, ranged between 55 mg/dl-82 mg/dl. Customer current blood glucose was 234 mg/dl. During his high blood glucose incident, the blood glucose was between 200 mg/dl and over 400 mg/dl. Customer believes there are air bubbles, unable to prime them out due to a no delivery alarm. The customer tried another set that was not expired and was able to push but it's still hard. He was able to prime with the pump with up to 5 units with no alarm noted. The customer was advised to call back if issues persist.